Event description:
Pt went down in kitchen. CPR was done. Boston scientific said device went off, but it did not. We have felt a defibrillator go off before. There was nothing and I mean nothing. I have 10 witnesses to the fact. One even is a nurse that works in a cardiology dept. CPR was actively being done at the time that boston scientific says their machine worked and CPR and life saving techniques which require hands on pt there was no reaction from his machine or him as witnessed by over 6 people all at times when they said it went off. Here I find out from coroner that this was one of the last devices of this model used then they stopped shipment of this device simply saying, and I quote they were upgrading the machine. This machine did not work when it was needed to save my father's life. I was there. I know. This machine is a pacemaker-defibrillator made by boston scientific. The device is a cognis 100-d (B) (4), implant date (B) (6) 2010. So if you have this device or a loved one with it I strongly suggest you do some searching of this machine and make sure it works when it counts. Because, his defibrillator did not go off at all. The reason we know this is he had a bad lead in his defibrillator before this one on record that went off 48 times we know what a working machine does to the human body when it works. Dose or amount: supposed to help if needed. Frequency: when needed. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: heart problems, irregular heart beat.